Manufacturer narrative:
This report is submitted on june 6, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to a non device related middle ear infection. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.